Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that when attempting to inject the vaccine, the bd safetyglide¿ needle was blocked and the pressure from pushing the plunger caused the needle and syringe to separate. The following information was provided by the initial reporter: "level of harm: no apparent harm - reached patient/person, inconvenient... Incident details: attempting to inject vaccination, dtap-ipv-hib-hb, after inserting the needle writer attempted to depress the plunger and the vaccination component separated from the needle hub and leaked out. It was almost like the vaccine couldn't be injected and the pressure (from depressing the plunger) caused the vaccine container to pop right off the syringe. Writer removed needle hub, no injury occurred to client. Writer reimmunized after preparing vaccination again. Impact of incident: client had to be poked a second time for dtap-ipv-hib-hb. Who was affected? Patient... The syringe separated from the needle. It was related to the dtap-ipv-hib-hb vaccination, so it is prefilled, but the hib component is a powder that is diluted and then drawn back up to administer together. After drawing up the hib component I switched to a fresh 1 inch safetyglide needle before administration when the device malfunction occurred."

Event description:
It was reported that when attempting to inject the vaccine, the bd safetyglide¿ needle was blocked and the pressure from pushing the plunger caused the needle and syringe to separate. The following information was provided by the initial reporter: "level of harm: no apparent harm - reached patient/person, inconvenient. Incident details: attempting to inject vaccination, dtap-ipv-hib-hb, after inserting the needle writer attempted to depress the plunger and the vaccination component separated from the needle hub and leaked out. It was almost like the vaccine couldn't be injected and the pressure (from depressing the plunger) caused the vaccine container to pop right off the syringe. Writer removed needle hub, no injury occurred to client. Writer reimmunized after preparing vaccination again. Impact of incident: client had to be poked a second time for dtap-ipv-hib-hb. Who was affected? Patient. The syringe separated from the needle. It was related to the dtap-ipv-hib-hb vaccination, so it is prefilled, but the hib component is a powder that is diluted and then drawn back up to administer together. After drawing up the hib component I switched to a fresh 1 inch safetyglide needle before administration when the device malfunction occurred."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.